Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient is scheduled to have a lead revision surgery because they are targeting the patient¿s abdominal pain, but the patient is not getting stimulation in their abdominal area. The rep thinks that the patient may have initially gotten stimulation in their target area for a short period of time after being implanted, but they are unsure where the patient is feeling stimulation currently. The rep stated that they think a fluoroscopy of the lead was done after the patient lost stimulation benefit. It was noted that the lead had moved laterally to the wrong side of the patient¿s body. The rep mentioned that the lead revision surgery was scheduled for some time the week following the report. No further complications were reported. Indication for use is unknown.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that hopefully the issue will be resolved after the patient¿s revision surgery. Patient information including date of birth, gender address and siebel ID were reported along with the device serial numbers of the lead and ins. It was reported that the patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.